Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had evidence of noise with pacing impedance measurements less than 200 ohms. The lead was capped and replaced.